Manufacturer narrative:
Age at time of event - 18 years or older. (B)(6).

Event description:
It was reported that thrombosis occurred. The target lesion was located in the moderately tortuous internal iliac artery. A 10mmx40cm interlock-35 was selected for use. During the procedure, it was noted that the size of the device did not match and was retrieved from the patient's body. Subsequently, the coil was tried to insert again, however, thrombosis occurred. The coil was then retrieved from the patient's body. The procedure was completed with another of same device. No further patient complications were reported.